Event description:
Healthcare professional reported, deflation. For an unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation for right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d3, d6b., g1, h.6.

Event description:
Healthcare professional reported deflation for right side. The device has been explanted.

Manufacturer narrative:
Corrected data: d6b.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. Shell thickness was within specification. As per the investigation procedure creases, non-penetrating nick and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation for right side. The device has been explanted.